Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive. The customer since (B)(6) 2017 has noticed occasionally when the wake button is pressed to illuminate the screen, the screen will appear "zoomed in". The customer is unable to access pump features when the touchscreen has that appearance. The wake button has to be pressed to timeout the screen, wait a couple of minutes, then press the wake button to illuminate the screen and the screen will then be normal and the pump features accessible. Customer stated the pump has not been dropped, exposed to x-ray or water. There was no impact to the customer¿s blood glucose. Reportedly, the customer would continue use of the current pump for therapy.